Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the emergence healing abutment does not detach from the implant, finding it impossible to do so. It was screwed in at 20 newtons. The affected dental position is #36. The procedure was completed using another abutment and another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) teeha355, (tsv bellatek encode emergence healing abutment 3.5mm(d) 5mm(p) 5mm(h)) for evaluation. Visual evaluation was performed, there was signs of use. The abutment wouldn¿t disengage from the implant. DHR review was completed for the subject lot number 1265629. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265629 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The abutment wouldn¿t disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.